Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 would not open and required maintenance. A field service engineer (fse) noted that half height drawer 2.2 failed to recover. Latch sensors on drawers 2.1 and 2.2 were adjusted. Hardware test application test was performed and passed. Customer successfully recovered and completed inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 2.2 would not open and required maintenance. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.